Manufacturer narrative:
Two samples model 37262e was returned for investigation. The sets were examined for defects and abnormalities. The sets were separated at the inlet port of the distal y-site. No other defects or abnormalities were observed. The customer complaint was verified. From the manufacturer's investigation, the possible root cause of separation between tubing/y-site (arm) could be related to lack of solvent due to incorrect solvent application by the operator or issues with the solvent dispenser. No additional actions were taken since reported sku was deactivated in hermosillo site and production of this sku was reactivated in tj site. A device history record review was performed on the possible lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite extension set was separated. The following information was received by the initial reporter with the following: it was reported by customer that there was no action happening during the break. It had been attached to the primary tubing and to the patient. The tubing pulled apart at the site in the picture 4833 in the bottom left of the image and then blood came back into the tubing (so they couldn't save that piece to give to me - 4834 is a new product with the image of what got disconnected.